Event description:
On (B)(6) 2013, (B)(6), reported that for vario flex, hl20 4-pumps (article number: 70104.3253, serial number: (B)(4)) that during the middle of a procedure, the bubble detector alarmed and the pump stopped, however no air was visible in the line. The alarm was not able to be reset. The procedure continued without the use of the bubble detector. (B)(4).

Manufacturer narrative:
(B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis, and resolution for the device described in this report. The service technician replaced the air emboli modules on the hl20. The unit was then tested to manufacturer's specifications. (B)(4).